Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record could not be conducted because the lot number was not provided. Death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 two xience xpedition stents (sizes 3.5x23 and 3.5x18) were implanted in the 90% stenosis in the proximal left anterior descending coronary artery. The patient died of unknown cause on (B)(6) 2015. No additional information was provided.